Event description:
Related manufacturer reference number: 2017865-2023-14369. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023 with bradycardia. During examination of leads, chest x-ray confirmed that the left ventricular (lv) lead and the right ventricular (rv) lead were dislodged. There was loss of capture threshold on both the leads. The physician explanted and replaced the lv and rv leads on (B)(6) 2023. The patient was in stable condition.